Manufacturer narrative:
Short sterile starter awls are still implanted in the cage. No x-rays were provided. In order to prepare the half anchoring plate pathway in vertebrae, the use of the sterile starter awl is recommended for each roi-c surgery. It is only destined to prepare the trajectory of the anchoring plate. The roi-c sterile starter awl is manufactured from non-implantable, stainless steel and is not intended or approved for implantation in the human body. Over time, there is a high potential for material degradation as well as associated adverse reactions resulting from product corrosion. Additionally, the roi-c sterile starter awl instrument is not designed to provide substantial support to the peek cage and could potentially migrate out of the bone and cage. The hospital was informed by our representative that the manufacturer recommends the ablation. At this time no plan about a revision was provided by the hospital.

Event description:
Roi-c : starter awl implanted instead of anchor. Scrub tech gave roi-c starter awl instead of anchoring plates to implant them in cage. Both of starter awl are difficult to retrieve from the cage . As they don't exceed from the cage. The patient is well. He came out the day after the procedure. So far no revision is planned.

Manufacturer narrative:
Short sterile starter awls are still implanted in the cage. No x-rays were provided. In order to prepare the half anchoring plate pathway in vertebrae, the use of the sterile starter awl is recommended for each roi-c surgery. It is only destined to prepare the trajectory of the anchoring plate. The roi-c sterile starter awl is manufactured from non-implantable, stainless steel and is not intended or approved for implantation in the human body. Over time, there is a high potential for material degradation as well as associated adverse reactions resulting from product corrosion. Additionally, the roi-c sterile starter awl instrument is not designed to provide substantial support to the peek cage and could potentially migrate out of the bone and cage. The hospital was informed by our representative that the manufacturer recommends the ablation. At this time no plan about a revision was provided by the hospital the surgeon confirmed that there will be no ablation of the starter as the revision could do more damage. So far no action are planned as there is no evidence of a product issue. Investigation is still in progress.

Event description:
Roi-c : starter awl implanted instead of anchoring plate. Scrub tech gave roi-c sterile starter awl instead of anchoring plates to implant them in cage. Both of starter awl are difficult to retrieve from the cage as they don't exceed from the cage. The patient is well. He came out the day after the procedure. So far no revision is planned. Update on march 26th 2018 : the surgeon decided not to attempt ablation because he thought he would do more damage. The reporter can not tell if the surgeon first tried the ablation with a forceps ... As reported the surgeon knows very well the operating procedure of this type of intervention.

Manufacturer narrative:
The review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. As indicated into surgical technique roi-c, the starter awl is only destined to prepare the trajectory of the anchoring plate. It¿ single use, non-implantable. Morevover, it indicated on the starter awl ¿do not implant¿ and also on external label, red printed ¿do not implant¿. The root cause is related to an user error (failure to follow surgical technique), the scrub tech gave roi-c sterile starter awls instead of anchoring plates to implant them into the cage. The investigation found no evidence to support a device related issue.

Event description:
Roi-c : starter awl implanted instead of anchoring plate. Scrub tech gave roi-c sterile starter awl instead of anchoring plates to implant them in cage. Both of starter awl are difficult to retrieve from the cage as they don't exceed from the cage. The patient is well. He came out the day after the procedure. So far no revision is planned. Update on march 26th 2018 : the surgeon decided not to attempt ablation because he thought he would do more damage. The reporter can not tell if the surgeon first tried the ablation with a forceps . As reported the surgeon knows very well the operating procedure of this type of intervention.